Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. Patient presented with an anterior leaflet prolapse and cleft. Pre-procedure, the physician reviewing the imaging determined the patient to be unsuitable for mitraclip due to the cleft however, it was decided to go ahead with the procedure. A mitraclip ntw was attempted to be implanted. Due to the difficult anatomy, the clip was unable to grasp sufficient leaflet and achieve an optimal mr reduction. After four hours, the procedure was aborted. Tissue damage was observed in form of a chordal rupture. No intervention was performed. The procedure ended with mr unchanged grade 4+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was due to transthoracic echocardiogram (tee). The reported positioning failure of inability to grasp and inability to capture the leaflets appear to be related to patient morphology/pathology. The reported patient effect of tissue injury was due to multiple grasping and capturing attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment/intervention was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.